Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400347040. One (1) used/contaminated caresite was returned in conjunction with this complaint. The returned valve was tested per specification for leakage. Beginning at 0psi and gradually increasing water pressure up to 45psi, there was no leakage observed on the samples returned. The reported defect was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Event description:
As reported by the user facility: during chemotheraphy with fluorouracil (5fu) the product leaked, causing a chemo spill onto the patients skin. No injury reported.